Event description:
It was reported that the patient broke his ankle during a syncope event due to failure to capture of the right ventricular (rv) leadless pacemaker (lp). Upon interrogation at an in-clinic follow-up, it was found that the rvlp exhibited elevated capture threshold. Programming changes were made. Patient condition was stable.